Event description:
Zoll customer support reviewed the download of a (B)(6) male patient for an unrelated issue which revealed several battery charger faults. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery. The patient received a replacement battery pack.